Event description:
It was reported that refill difficulties occurred on multiple occasions. The patient had reported difficult refill procedures in the past and for that reason, the pump was repositioned in (B)(6) 2013. In (B)(6) 2013 the catheter was replaced. The reporter stated that due to difficult refills in the past the pump was refilled at another clinic possibly with the wrong needle. The reporter stated that this may have caused damage to the refill port; however, this was not confirmed. On (B)(6) 2014, a refill was done and volume discrepancy had already been seen. The healthcare provider (hcp) decided to refill 40ml and check 10 days later to see the status of the pump. The patient was seen 13 days later on (B)(6) 2014 and the expected residual volume (erv) was 35ml while the actual residual volume (arv) was 25ml. The hcp believed the pump was ¿giving more than it should¿; however, the reporter was thinking a possible leak in the reservoir refill port. The patient had experienced overdose symptoms of urinary retention and sleepiness with alternating loss of pain relief. The reporter speculated alternating overdose and underdose. Pump explant was planned; however, it was unclear if the explant had yet occurred. Patient status at the time of the report was alive with no injury. The device system delivered hydromorphone. It was later reported that a catheter study was performed and showed anomalies. The cause of the issues was not yet determined. Replacement of the pump was planned for (B)(6) 2014. The patient was receiving oral medication substitution. It was later reported that the pump was replaced on (B)(6) 2014. No visual problem was noticed during the replacement. The new pump was implanted and the catheter was aspirated via the catheter access port (cap) showing perfect cerebrospinal fluid (csf) flow so it was determined that the catheter connection was working as it should have been. It was later reported that the catheter was replaced ¿some months ago¿ since the system was not working as it should have been. The patient was receiving less pain relief than before. It was further reported that the old catheter was discarded following the catheter replacement. The new catheter was working well as confirmed during the pump replacement on (B)(6) 2014.

Manufacturer narrative:
Product ID: 8781, lot# unknown, product type: catheter. Product ID: neu_unknown_cath, lot# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) was updated. Destructive analysis was completed in (B)(6) 2016. No additional anomalies were found during destructive analysis. The destructive analysis was performed after the oi CAPA team had subjected this pump to additional testing. Oi CAPA testing was stated sometime in (B)(6) 2014. The description of the testing performed; after removal of shields, CAPA investigation team performed multiple accuracy tests with video and the pumphead guide manipulation required temporary removal of pumphead gear and screw. The condition of the pump that was returned to rpa to finish analysis; outer and inner shields removed, guides bent. Current analysis code was not changed.

Manufacturer narrative:
Analysis of the pump (s/n (B)(4)) found overinfusion with an undetermined root cause.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.